Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the lot codes required were unavailable. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific search of the complaint database and/or DHR review was not possible as the lot codes were not provided. Physician states in revision operative note that there was obvious impingement at the femoral neck against the posterior aspect of the acetabular component. It is likely that this impingement was the cause of the patients dislocations. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges dislocation with open and closed reduction and loosening of the cup. After review of medical records for the MDR reportability, the patient was revised to address unstable left total hip arthroplasty. The lot numbers were unknown. Updated dor, patient's initials and added associated contact.

Manufacturer narrative:
.

Event description:
Ppf alleges dislocation with open and closed reduction and loosening of the cup. After review of medical records for the MDR reportability, the patient was revised to address unstable left total hip arthroplasty. The lot numbers were unknown. Updated dor, patient's initials and added associated contact. Doi: (B)(4) 2008- dor: (B)(4) 2009 (left hip) first revision

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.